Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed lesion was located in a calcified and moderately tortuous left anterior descending artery. The lesion was ablated with a 1.75mm rotablator. The 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion but could not across. When the device was removed from the patient, stent damage was noted. No patient injuries or complications occurred. The procedure was completed with another taxus liberte' stent. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).